Event description:
In a complaint in litigation, it was reported that in oct., 2002, patient underwent abdominal surgery and gynecare intergel was spread throughout their abdomen. The complaint alleges that, shortly following the patient's surgery, "pt developed extreme pain, swelling and other serious injuries." The complaint also alleges that the patient "has suffered and will continue to suffer bodily injury and resulting pain and suffering, disability, scarring and disfigurement, mental anguish, loss of capacity for enjoyment of life...and an impaired ability to bear children."

Event description:
In a complaint in litigation, it was reported that in october, 2002 pt underwent abdominal surgery and gynecare intergel was spread throughout her abdomen. The complaint alleges that, shortly following the pt's surgery, "she developed extreme pain, swelling and other serious injuries." The complaint also alleges that the pt "has suffered and will continue to suffer bodily injury and resulting pain and suffering, disability, scarring and disfigurement, mental anguish, loss of capacity for enjoyment of life...and an impaired ability to bear children." Additional information received in 03/2005 noted that in october 2002, pt underwent unspecified abdominal surgery and gynecare intergel was spread throughout her abdomen. Subsequently, unspecified injuries are alleged. Update: additional information provided 09/2005 that according to the pt, the following is alleged.